Manufacturer narrative:
H.6. Investigation: seven photos, one empty blister pack and three 3ml syringes in blister packs (p/n 309658) were received and evaluated. One syringe was in an opened blister pack and two were in fully sealed packages. Two of the packages were from batch 9008912 and two were from 9295335. It was observed the stoppers inside the syringes had a small degree of angularity. The three physical samples were measured for stopper angularity using a comparator. All three syringes were acceptable per product specification. Potential root cause for the angled stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll euro 200 s/c plunger was not level. The following information was provided by the initial reporter: we use your 3ml syringes in our aseptics unit but have had a faulty batch. The issue is that the black tip of the plunger where you measure the volume is not level. This is on a number of the syringes and its before they have been opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9295335, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-22. Medical device lot #: 9008912, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll euro 200 s/c plunger was not level. The following information was provided by the initial reporter: we use your 3ml syringes in our aseptics unit but have had a faulty batch. The issue is that the black tip of the plunger where you measure the volume is not level. This is on a number of the syringes and its before they have been opened.